Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty to connect the cassette during set-up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.